Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support provided guidance by instructing caller to perform a series of actions including disconnecting and tightening the tubing, as well as delivering boluses to address recurring occlusion alarms. Resolution involved replacing supplies as necessary and resuming insulin therapy.